Manufacturer narrative:
B1: tandem quality engineer reviewed pump data and there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, customer reported a low blood glucose (bg) level of 52 mg/dl, cause unknown. Low bg was addressed by consuming carbohydrates.